Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx16mm vascular reconstruction device (product code: encr401612, lot number: 10039543) was impeded in introducer and could not be pushed into the prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown). The physician removed the microcatheter (mc) and stent from the patient and switched to a second microcatheter to deliver the original stent, the original stent was with the same issue. The doctor only retracted the original stent alone and switched a new stent to complete the surgery. The second microcatheter was not replaced. There was no patient injury reported.additional event information received on (B)(6) 2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.